Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # j90837, expiration date: 01/2017, manufacturing date: 02/2012.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a low anterior resection procedure, there was a gas leak. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hissing sound. If so, did the noise prevent insufflation? Maybe, I'm not sure (I was not observing this procedure at that time). Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, and yes. What was the gas consumption rate or volume (liter/minute)? N/a. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Scope. Was any torque being applied to the trocar or device? No.